Event description:
Dexcom g7 sensor giving multiple inaccurate readings. This is my second sensor in a row I'm having this issue. I contacted dexcom with the first sensor and was denied replacement. The second sensor I have asked for a replacement and awaiting response. I rely on these sensors to alarm me when my blood glucose is going low because after being a type one diabetic for 42 years, I no longer have symptoms when it is dropping and it can cause me to pass out or not be able to wake up when sleeping. Very dangerous. The serial number on this sensor is (B)(6). Dexcom should be held accountable. Ref report: mw5172451. Pt code: 4582. Device codes: 1535, 2917.